Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics. Unable to verify low battery life due to blank display. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 96 mg/dl. The customer reported that there is condensation under glass of the insulin pump. The customer is not sure how the moisture occurred. The customer stated that the device was not dropped and no cracks. The customer stated the battery is has to be replaced every 4 days. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.